Event description:
It was reported that the patient presented after the generator change procedure. A diagnostic anomaly occurred when an attempt to program the pulse generator was made. As a result, a ventricular test was unable to be performed. No interventions were reported, as the device functioned as programmed. The patient was discharged.

Manufacturer narrative:
The reported event of ¿no real-time measurements¿error message was confirmed. Based on the information available, the root cause of the error message was unable to be determined.